Manufacturer narrative:
FDA UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Additional binaxnow covid-19 tests were performed on (B)(6) 2023 and (B)(6) 2023 and generated positive results. After the test on (B)(6) 2023, the consumer contacted their doctor and was prescribed paxlovid and was advised to isolate for 14 days. The consumer also had a sinus infection. The consumer performed a covid-19/flu a and b rapid antigen test with a different brand at a pharmacy on (B)(6) 2023 and generated a negative result. The consumer confirmed there was no harm due to their test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test on (B)(6)2023 on a nasal sample. Additional binaxnow covid-19 tests were performed on (B)(6)2023 and (B)(6)2023 and generated positive results. After the test on (B)(6)2023, the consumer contacted their doctor and was prescribed paxlovid and was advised to isolate for 14 days. The consumer also had a sinus infection. The consumer performed a covid-19/flu a and b rapid antigen test with a different brand at a pharmacy on (B)(6)2023 and generated a negative result. The consumer confirmed there was no harm due to their test results. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
D4-UDI #:(B)(4). Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 207761 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 207761 and test base part number 195-430wl / lot 204509. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 207761 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, storage conditions of the test cards, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded.